Event description:
It was reported that the user experienced loss of dexcom g7 glucose data on the ilet pump, consistent with intermittent signal loss between the cgm and the ilet when the user was physically separated from the pump while outside in snow. Symptoms included no reported adverse clinical effects. Outcomes included restoration of cgm readings once proximity to the pump was reestablished, with no alerts or alarms and no need for medical care. Investigation included customer troubleshooting and education on maintaining receiver proximity for reliable cgm-to-pump communication. Investigation of this case revealed that the event was attributable to environmental and proximity-related communication interruption rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-environmental conditions leading to temporary signal loss.